Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime/delivery test, no delivery test, displacement test due to motor error alarm. Pump passed run current test. Pump had high idle current due to corrosion on electronics. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have high blood glucose. Blood glucose readings was unknown, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Insulin pump failed high pressure test and passed second high pressure test. Insulin pump would be replaced per customer's request